Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 came from a fdc39 kit. The contact person stated that the clip applier was left on her desk in the laparoscopic cholecystectomy box with a note that stated it had misfired. Another one was opened to complete the case. There was no consequence to the pt.